Event description:
It was reported that tip detachment occurred. The target lesion was located in the calcified obtuse marginal (om). A choice graphix pt intermediate guidewire was used; however, during removal, a piece of the tip broke off in the om. The physician made several attempts to snare the fractured portion but was unable to reach it. The physician decided to leave the fractured portion in the om as here was no fear of patient harm. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
B2. Date of event: used the first day of the month of the aware date as best estimate as there was no information provided. Device evaluated by MFR. : unit returned with its original pouch batch 24578592. The returned device matches with upn and lot provided by the customer. The returned guidewires spring tip was bent/kink and unraveled. The guidewire had a kink at 0.5" section from the proximal end, and also at the 35" section from the proximal end. The device was measured in three sections (distal - medium - proximal) all were within specification.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date as best estimate as there was no information provided.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the calcified obtuse marginal (om). A choice graphix pt intermediate guidewire was used; however, during removal, a piece of the tip broke off in the om. The physician made several attempts to snare the fractured portion but was unable to reach it. The physician decided to leave the fractured portion in the om as here was no fear of patient harm. No patient complications were reported and the patient was fully recovered.